Event description:
According to the reporter, during a bravo procedure, a capsule failed to attach to the patient's esophagus. There was no harm to the patient. A repeat procedure was not performed. Intervention was not required and there was nothing unusual about the patient or procedure. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The site has been performing these procedures for over 5 years. A medela pump was used and lubricant was used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. There were no signs of tissue or blood on the device and the delivery system was not bent. The emergency release was implemented. The plunger was not broken and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, but there was evidence of mishandling caused during implementation of the emergency release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.